Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Due to the intra-operative events, the complainant part was not successfully implanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 24, 2015 - expiry date: september 1, 2025 the complained issue was not assessed as related. To sterilization. As such, a review of the non-sterile DHR records was conducted with results as follows: manufacturing location: (B)(4) ¿ manufacturing date: january 8, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in japan as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat a distal humerus fracture. During the procedure, the surgeon pre-drilled a hole in order to insert a screw. As the surgeon was attempting to do so, it was noted that the screw would not lock into the plate. Although the hole was pre-drilled, the screw reportedly would not turn in the right direction. The surgeon attempted to re-insert the screw several times, but was met with the same complication. Spare screws of the same size were available for use, but the reported incident kept occurring. Ultimately, the surgeon decided to use a competitor's plate to complete the procedure, which had been prolonged by fifteen (15) minutes due to the intra-operative events. It was further noted that a metallic fragment was created during the insertion attempts. The doctors had conflicting views pertaining to this discovery and could not confirm if the fragmentation was the result of repeated drilling or fragile implants. No further information was available regarding how the metallic fragment was produced. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the following parts were returned for evaluation with a complaint stating that the screws would not lock to the plate: one (1) va-lcp distal humerus plates (part 04.117.504s / lot 9533693). Two (2) va locking screw l48 (part 04.211.048s / lot(s) 9328327 and 9658172). Two (2) va locking screw l48 (part 04.211.050s / lot 9373430). The returned implants are part of the 2.7mm/3.5mm variable angle lcp elbow system. The system is comprised of three different plates that are indicated for various types of fractures of the olecranon and proximal ulna. The va-6 and va-7 holes of the plate were seriously damaged. The locking threads of the four (4) returned screws are severely damaged and rolled. The damage is such that the screw could not lock to the plate. The rose gold anodization has been rubbed off in numerous locations. The exact cause of the complaint condition could not be determined, but it was likely due to applying excessive torque during insertion. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, manufacturing investigation, and drawing review were performed. No product design issues or discrepancies were observed. This complaint is confirmed. The exact cause of the complaint condition could not be determined, but it was likely due to the application of excessive torque during insertion. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.